Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer's surface electrocardiogram was not working, meaning that the signal was not good, possibly a damaged connector. The programmer was returned for service. It was indicated that there was no patient involvement.